Event description:
This 41 yr old female underwent bilateral breast implants in 1976 with replacements in 1989. Pt had a mammogram 8/94 & ultrasound in 9/94 which showed the left implant was ruptured. She also presents with 2 breast lumps on the right. The MFR of the silicone gel implants placed in 1989 is not known to this reporting facility. Gross: the right implant was ruptured; the right intact. The 2 lumps were associated with the external part of the capsule & found to be filled with silicone.